Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was multiple error codes related to the printed wiring assembly (pwa). The device was visually inspected. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the pwa. As a result, the pwa was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump exhibited error code 42224. During physical inspection, it was found that there was multiple error codes related to the printed wiring assembly. There was no patient involvement, no injury was reported.